Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the implant didn't hold up after 7 years. There is no additional information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the revision is not involving a hip implant. The initial report was forwarded in error. Please refer to the following for the reportable event: 0001822565-2024-03239, 0001822565-2024-03240. Sections updated b4, b5, g3, g6, h2, h11.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the revision is not involving a hip implant. The initial report was forwarded in error. Please refer to the following for the reportable event: 0001822565-2024-03239, 0001822565-2024-03240.